Event description:
It was reported that patient was seen in clinic and upon interrogation high impedance and low output current was seen. The battery was okay. The patient has had a bit more frequent seizures in recent weeks, but have improved this last week. The representative reported x-rays have been requested but have not been taken yet. The patient has not experienced any recent trauma or manipulation to the area. The patient's mom reported that his seizures are longer and he is more confused, but they didn't have the information about his pre-vns seizure frequency. X-rays have not been reviewed my manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.